Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A pt reported blood glucose results of "191 mg/dl, 131 mg/dl, 120 mg/dl and 114 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter was replaced.